Event description:
It was reported by a customer in the USA that the 840 ventilator keyboard buttons were intermittently erratic. There was no pt involvement.

Manufacturer narrative:
A covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the keyboard to resolve the issue. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).